Event description:
It was reported that, "pt was elected to have a hip revision for pain. Implants were evaluated during the case and both the stem and acetabular cup were found to be well fixed. The screws securing the cup were removed as was the dome hole plug. The acetabular liner was exchanged as was the femoral head."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.